Event description:
During advancement of the cypher stent, it became stuck at the lesion and wouldn't advance further. Therefore, the physician attempted to retrieve the cypher. During retrieval, the stent became misaligned on the balloon toward the distal end. The stent was misaligned past the distal marker band, and was about to dislodge. Therefore, the physician deployed the stent in the proximal left anterior descending artery (lad), which had 50% stenosis, to avoid the stent dislodgement. There was no information regarding the patient. The target lesion was mid lad. It is unknown if the lesion was a de novo. The vessel was moderately calcified and moderately tortuous. There was 75% stenosis. The case was elective. A radial approach was chosen for the procedure using a 6fr gc (launcher ali). Predilation was conducted with a balloon (size unknown: hiryu). Then, a cypher (3.5/13mm) was delivered to the lesion. However, the cypher became stuck at the lesion and wouldn't advance further. Therefore, the physician tried to retrieve the cypher. During retrieval, the stent became misaligned on the balloon toward the distal end. The stent was misaligned past the distal marker band, and it was about to dislodge. Therefore, the physician deployed the stent at the lesion in the proximal lad, which had 50% stenosis, to avoid the stent dislodgement although it was not scheduled. When the pressure was applied, the proximal edge of the stent was expanded and the stent was safely implanted with post-dilation (bp22). To treat the index lesion, a different cypher (same size) was implanted without problem. The procedure was safely finished and there was no patient injury reported. Physician commented that the stent became misaligned too easily.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.